Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. . The eagle eye platinum st catheter was discarded, thus no returned product investigation was performed. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum st catheter was used in a therapeutic coronary procedure in the proximal circumflex. During pullback, the catheter got stuck on a non-philips guidewire, and removed together. A new catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the eagle eye platinum st catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.